Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noted when connecting the hemopro2 extension cable to the power supply/generator, the collar used to release the connection was loose and slid off the end of the cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the collar of one end of the adapter cable was dislocated and not returned. While we are unable to determine the cause of the reported event, this type of damage is consistent with the failure to follow the IFU recommendation: "pull back only on the extension cable connector collar when disconnecting the extension cable from the adapter cable". Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).